Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump received with missing address serial label.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture. Customer blood glucose level was 120 mg/dl. Trouble shooting was performed, self-test was passed. The device will be returned for analysis.